Manufacturer narrative:
The instrument has not been received for failure analysis evaluation. A review of the provided image was performed and the following additional information was provided: it did not look like any component used in the list of instruments that were used in the procedure. The component could not be identified.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, it is unclear whether the metal fragment (unknown component) left inside the patient's body during surgery was a da vinci part. No damage was found to the exterior of the da vinci instruments. (From the hospital) engineers and qa responded that no matching parts were found. Instruments used during procedure: 30deg endoscope plus, tip-up fenestrated grasper, monopolar curved scissors, fenestrated bipolar forceps, large needle driver, medium-large clip applier. The fragment was retrieved. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the customer used a covidien laparoscopic instrument during the procedure. The patient had an appendectomy procedure about 60 years ago.